Event description:
Additional information was received from the rep and it was reported they did not have interaction with patient. Physician said that the patient was not using stimulator anymore because it didn¿t provide relief. The physician chose not to remove the paddle segment of the lead because he did not feel he could remove it. The rep was not able to determine the cause of the premature depletion. Device had not been used in several years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2020, the patient had the implanted neurostimulator (ins) removed and the lead partially removed because the ins had depleted prematurely. The physician had told the rep that the ins depleted prematurely due to patient compliance and the patient wasn't using the device. Also, they didn't think the device worked. The spinal cord stimulator was replaced when the patient had their pump device implanted. The ins and partial lead were discarded, so they wouldn't be returned for analysis. No symptoms reported.